Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument's tip did not close. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip cannot be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip do not show damage. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. The customer noted that the tip of the clip was not closing. The issue occurred while loading the clip onto the clip applier prior to being inserted into the patient. The issue was not related to clip applier jaws remaining static/not moving when surgeon commanded movement. The issue was not related to unexpected motion of clip applier while attempting to clip. The issue was related to an unsuccessful clip application, however not related to the clip opening after closure. The medium green hem-o-lok clips were used for the procedure. The vessel was not greater than what is specified in the instruction for use (IFU). A backup instrument was used to resolve the issue.